Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. Due diligence was executed for this event with no information from customer, including initial reporter occupation. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. There is no available repair history for this device. Root cause for the issue of peeling forceps cover glue cannot be conclusively determined. However, the issue was not present at the time of shipping. It is likely that some external force was applied to the part that caused this issue. The instructions for use includes the following statements: inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Manufacturer narrative:
The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection and testing, it was observed that the light guide cover glue peeling. In addition, the device had low angulation due to stretched angle wire, thereby confirming the user¿s reported issue. The pink rubber of the probe unit was loose as well. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for repair of the loose angulation wheel. At the time of estimation in the repair center, the issue of the light guide cover glue peeling was observed. There is no reported harm to any patient. This medwatch is being submitted for the reportable issue of the light guide cover glue peeling.